Manufacturer narrative:
BLOCK B3 (DATE OF EVENT): DATE OF EVENT WAS APPROXIMATED TO 06/01/2026 AS NO EVENT DATE WAS REPORTED. BLOCK D4, H4: THE COMPLAINANT WAS UNABLE TO REPORT THE UPN AND LOT NUMBER; THEREFORE THE UNIQUE IDENTIFIER (UDI) #, MANUFACTURE DATE, AND EXPIRATION DATE ARE UNKNOWN. BLOCK H6: IMDRF DEVICE CODE A0509 CAPTURES THE REPORTABLE EVENT OF THE SUCTION BUTTON PHYSICAL RESISTANCE / STICKING.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT AN ORCA VALVE WAS USED DURING A PROCEDURE PERFORMED ON AN UNKNOWN PROCEDURE DATE. DURING THE PROCEDURE, THE SUCTION BUTTON WAS STUCK IN SCOPE AND SUBSEQUENTLY FELL APART. THERE WERE NO PATIENT COMPLICATIONS REPORTED AS A RESULT OF THIS EVENT. ATTEMPTS TO OBTAIN ADDITIONAL INFORMATION REGARDING THE CIRCUMSTANCES SURROUNDING THIS EVENT HAVE BEEN UNSUCCESSFUL TO DATE. SHOULD ADDITIONAL RELEVANT DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
It was reported to Boston Scientific Corporation that an Orca Valve was used during a procedure performed on an unknown procedure date.During the procedure, the suction button was stuck in scope and subsequently fell apart.There were no patient complications reported as a result of this event.Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block B3 (Date of Event):Date of Event was approximated to 06/01/2026 as no event date was reported.Block D4, H4: The complainant was unable to report the UPN and lot number; therefore the Unique Identifier (UDI) #, manufacture date, and expiration date are unknown.Block H6:IMDRF Device code A0509 captures the reportable event of the Suction Button Physical Resistance / Sticking.Block H11: Investigation Results:Based on the available information, the root cause of the suction button sticking cannot be established, as the product has not been returned for analysis. A media inspection was performed based on a photo provided by the customer. The documentation attachment includes some picture where it is possible identify the suction Button Break/Disassembled and a component stuck into the suction valve channel from the endoscope.With all the available information, Boston Scientific concludes the reported event was confirmed. The product was not returned for analysis to identify any defect with the device however the customer provided a picture where it can be observed the reported problem. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, this reported code will be classified as Cause Not Established.